Manufacturer narrative:
Investigation of returned suspect motion battery charger was unable to confirm the reported event. Motor battery charger pcba passed functional output bench testing. Visual inspection notes all led's light and the board has several leaking capacitors. Installed charger board in test imaging system and the system charged and functioned as expected. 2d and 3d imaging, and all motion were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The following charger outputs (tested at j7) were out of specification: 11-12 = 29.08 vdc 13-14 = 28.46 vdc 18-19 = 28.97 vdc the inverter battery charger #1 and motor battery charger both had chargers that were above specification. Replaced both charger boards and now all chargers are within specification. Performed system checkout and the system is fully functional. The battery charger 1 was received by the manufacturer for evaluation. Analysis was unable to confirm reported problem. Battery charger board 1 passed output test on fixture. All channels measured within the inspection parameters under each load condition. Visual condition of board is good. All led's lit. Installed battery charger 1 board in o-arm system 267 and the system charged and functioned as expected. The 2d and 3d imaging were successful. No problem found. The motion battery charger has been received by the manufacturer for evaluation, although analysis is not yet complete. Although the failure could not be confirmed on the returned charger board, part replacement resolved the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that one of the imaging system charger board voltages was out of specification. There was no patient present when this issue was identified.